Event description:
The customer called for assistance in accessing the online tutorial. The customer then stated that there was an over infusion of insulin that caused his blood glucose levels to drop. The customer stated that he spoke with a field representative, and was receiving instructions on how to treat to prevent his blood glucose levels from dropping. The customer only wanted this event documented. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.